Event description:
It was reported that during introduction for a stenting treatment procedure, stent dislodgement occurred. The 32x2.25mm taxus liberte stent delivery system (sds) was advanced into the introducer when the stent dislodged outside of the patient. The device was removed and the procedure was completed with another of the same size non-bsc device. There were no patient complications and the patient's status is okay.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).